Manufacturer narrative:
Re-evaluation of the complaint and the accompanying investigation determined there was insufficient information to conclude that the failure of the device was based solely upon the age of the system and its associated components.

Manufacturer narrative:
A ge service representative performed an onsite investigation. The power control pcb, smart switch pcb, on/off switch and associated cables were evaluated and replaced. The system was tested and found to be working as intended and returned to service.

Event description:
The customer reported that the system failed to boot. No patient serious injury or death was reported related to this event.

Manufacturer narrative:
The investigation into the reported event determined that there was no device malfunction. This is not a reportable event. Complaint investigation: the fse confirmed the problem reported by the customer of the unit will not turn on due to the on and off button. To address the issue the fse replaced the power control pcb, the smart switch pcb and the on/off switch and associated cables. Root cause was not determined. Any of these parts on there own, if faulty, could have resulted in the failure noted. The fse verified system functionality. Based on the age of the system (date of manufacture, 9/30/2001) this type of failure would be expected and reflective of the normal wear and tear that is anticipated as the system is used and therefore not a malfunction.